Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and the pump had a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. There were no compromised force sensor system alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 143 mg/dl. Customer stated that the pump was not bumped or dropped. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer also mentioned that he had gotten a few motor errors but he is not able to troubleshoot because his pump keeps giving him the compromised force sensor system alarm as he tries to prime. Customer stated that insulin squirts out of the tubing while priming. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.